Manufacturer narrative:
(B)(6).

Event description:
It has been reported that a patient suffered from intense itching and shortness of breath within 5 mins of application of an allevyn ag gentle dressing. The dressing was removed from the wound and the area was flushed with saline and it was necessary to use corticosteroids and chlorpheniramine intravenously.